Manufacturer narrative:
(B)(4). Date sent: 07/01/2025. D4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - could you please provide more details about the type of oozing? Oozing in the middle of the vein. Possible root cause: malformed staples. - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. - how was the bleeding controlled? Suture. - how much blood was lost (ml)? N/a, bleeding was on the distal end of the vessel transection, that means blood came out of the already transected specimen. - did the patient require a transfusion? No. - is the current patient status known? Discharged from the hospital. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats (video-assisted thoracic surgery) procedure, a pcee45a with gst45w were used on an upper lobe vein. It was reported that the proximal stump of the vessel to the patient was neatly closed. However, distal vessel stump had poorly formed clamps and hole. There was a splashing on which a suture had to be supplied. There was bleeding that occurred on the lung lobe that had to be removed. There was no blood loss. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4) date sent: 07/27/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.